Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge the ipg due to the size and depth of the pocket. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.